Event description:
The customer reported that they were experiencing a suction problem with their pump. Upon receipt of the device, the housing on the transformer was found to be cracked in half.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer stated that there were no injuries as a result of the issue. The product was received on (B)(4) 2012. A product evaluation revealed that the transformer housing was broken, exposing inner electronics, which is safety issue. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. See scanned page.